Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6 photo investigation the product and pictures were returned to depuy synthes for evaluation. The depuy synthes team forwarded photos of the physical received device to the manufacturer jabil bettlach which conducted a visual inspection. The photo investigation shows that the device had no manufactured recess. And the investigation performed by jabil bettlach revealed the following. In the investigation was found that the customer returned part by article 04.038.000s / lot 9477p84 have no recess. The part was fully mechanically produced but without the recess. The parts from article 04.038.000s / lot 9477p84 were produced with work order 19304185. The work order started and finished with 48 pieces. Therefore, a valid manufacturing-related deficiency is confirmed and will be addressed through the depuy synthes quality system. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Physical device investigation: visual inspection of the returned device shows that the device had no manufactured recess. And the investigation performed by jabil bettlach revealed the following. In the investigation was found that the customer returned part by article 04.038.000s / lot 9477p84 have no recess. The part was fully mechanically produced but without the recess. The parts from article 04.038.000s / lot 9477p84 were produced with work order (B)(4). The work order started and finished with (B)(4) pieces. Therefore, a valid manufacturing related deficiency is confirmed and will be addressed through the depuy synthes quality system. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contribute to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device product code: 04.038.000s; lot number: 9477p84; it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 26-feb-2024; manufacturing site: jabil bettlach; expiry date:01-feb-2034. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. E3: reporter is a j&j sales representative. H3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an orif surgery for a femoral trochanteric fracture. The surgeon attempted to insert the end cap using a screwdriver and guide wire but had difficulty in inserting it. When the screw cap was once removed from the body and checked, it was found that there was no recess on the end cap and the end cap was not able to be engaged with the screwdriver. The surgeon used another end cap and inserted it with no problems. The surgery was completed successfully within 30 minutes delay. Patient outcome is reported as stable. This report is for one (1) ti end cap for tfna 0mm extn - sterile. This is report 1 of 1 for complaint (B)(4).